Event description:
It was reported that while using bd max¿ enteric parasite panel false positive results were obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer has had a run of the bd max parasite panel [run 3765] which contains a discrepant result. Glamb pos."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ enteric parasite panel false positive results were obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer has had a run of the bd max parasite panel [run 3765] which contains a discrepant result. Glamb pos."

Manufacturer narrative:
This MDR should be considered cancelled. It is a duplicate of report MFR # 1119779-2022-00996.